Event description:
It was reported during pt ecls support, a spark was noted at the wall socket electrical connection for the device. The device switched to battery support. The clinical decision was made to change the entire system to the back-up system. Support was temporarily creased and the ecls circuit was switched to the back-up system. Ecls- extra corporeal lung support. (B)(4).